Event description:
It was reported that the patient's pump got clogged and the patient was in the hospital for a few weeks. The patient was released and tried to refill the pump and none of the medicine had been used. When asked what the patient meant by "the pump was clogged" the patient reported that the drug was not being delivered. A "live " x-ray was done and they tried putting the needle back in the reservoir fill port. The patient reported they were "due to" have the pump replaced. The patient reported that their feet and back of legs were numb and they hurt. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).